Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not cutting at the correct cutting rate. There was patient contact but no patient injury.